Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the desaturation alarm was active in a sleeping place but the sound had a limited duration for a few, and was activated cyclically. Further information from the customer indicated that red alarms are silenced by themselves no patient involvement.